Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Surgical/medical intervention; revision surgery. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of hardware due to pain caused by impingement, the forefoot midfoot plate together with seven (7) unknown screws (3 cortex and 4 locking screws) were removed. Initially, the patient had a previous fusion with the plate and screws on an unknown date. There was no patient consequence reported. This is report 3 of 8 for (B)(4).